Event description:
Additional information was received. It was reported that the device was turned off by the patient to resolve the shocking and return of symptoms but the issues have not been resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell backwards down some stairs last wednesday and the patient did have x-rays and was told that the components look in place. The patient stated that she wasn't feeling stimulation so she increased the setting and whenever she started walking, legs are apart and especially going up some stairs, she felt shocking. The patient noted that she did decrease the setting back down to where it was prior to the call, however, that did not resolve the issue. It was also reported that the patient had a return of symptoms and wasn't voiding as often. The patient noted that she had pain from the fall and the patient was directed to contact a manufacturer representative to schedule a device check. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.